Event description:
A clip got broken at loading to the applier during use. Therefore, a new cartridge was used instead.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided.

Event description:
A clip got broken at loading to the applier during use. Therefore, a new cartridge was used instead.

Manufacturer narrative:
(B)(4). Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73j2100172. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73j2100172 was manufactured on 09/07/2021 a total of (B)(4) pieces. Lot was released on 09/24/2021. DHR investigation did not show issues related to complaint. The customer returned one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. One cartridge, one intact clip within the cartridge, and one loose broken clip were returned. The returned clips were visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. No biological material was observed on the returned clips. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. CAPA 037 has been previously opened to further investigate issues related to clip breakages. Functional inspection was performed on the intact clip that was returned. The loose clip was manually loaded into a lab inventory ap plier and was successfully applied to over-stressed surgical tubing without breaking. No defects or anomalies were observed with the returned intact clip. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." One of the returned clips was broken in half at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.